Event description:
Tearing after placement of herrick lacrimal plugs. Pt complains of excessive tearing from right eye since 1999. Pt did have a plug placed in tear duct 1.5 years ago. This was done to treat a dry eye syndrome. Pt says it worked very nicely for about a year, but then the tearing problem on the right began in 1999. Pt has had persistent tearing for the last 7 months and says this has become most bothersome. On exam, pt did have a wet right eye. Puncta were patent. Dr tried to irrigate both the upper and lower canaliculus. In each case, pt could get fluid to pass into the nose, but there was also significant reflux of fluid from the opposite canaliculus. On probing the canaliculi, dr could easily pass a probe to the area of the common canaliculus and in this area, pt could feel an obstruction. Dr was able to get beyond this obstruction to a hard stop. Dr suspects the obstruction is the previously placed plug. Pt does have a canalicular obstruction. Most likely the obstruction is due to a herrick plug. Dr has seen about 10 pts over the last few years with this same type of problem. Dr has sometimes been able to dislodge the plug with probing and irrigation, but other times it is firmly lodged into the tissue and is not easy to move. Dr has asked pt to come back in about 2 weeks if the tearing is persistent. Dr did give pt a prescription of tobradex eye drops to use over the next 2 weeks.